Event description:
It was reported that a user applied a new dexcom g7 continuous glucose monitor (cgm), paired it to the dexcom app first, and the sensor initially failed to pair only to the ilet, consistent with an interoperability and intermittent communication issue; troubleshooting included turning off a dexcom receiver, and performing restarts until connection was established. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem associated with intermittent communication, with contributing electrical and magnetic transmission considerations, consistent with an antenna-related communication path. It was concluded, based on previously established findings for similar reports, that the cause was an interoperability communication issue between devices that resolved with standard troubleshooting.